Event description:
An olympus customer care coordinator reported on behalf of the customer, that the evis lucera elite colonovideoscope had an error 315 unsupported scope. The issue was found during an unspecified procedure. The facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿unsupported scope e315¿ was not confirmed. The device evaluation found the error code e315 was not displayed on the screen, the plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid / moisture. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. There was water ingress in the scope connector, failed the water test. Misty image, due to hot and cold test failure, the up/down/left/right angle failed specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the fluid invaded the scope connector while the user was handling the subject device. The fluid invasion caused an abnormality of electronical component; as a result, the error message was temporarily displayed at the user facility. However, the repair facility was not able to reproduce or confirm the reported event and definitive root cause for the subject reported event could not be identified. Olympus will continue to monitor the field performance of this device.